Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient has been experiencing traumatic falls regularly since approximately (B)(6) 2023 and is now receiving ineffective therapy from their scs system. Surgical intervention may be pending to address the issue.